Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the tr band lost air rapidly or it did not hold air. The user reported as if there was a hole in the seam of the balloon.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information as received on 5/8/18. It was reported that a kink was found in the tip of the locator when the angio-seal poly-foil pouch was opened.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2. A report for a different registration number was inadvertently submitted as follow up no. 1, causing the follow up no. 1 for this report to be a duplicate supplement report. This report is follow up no. 1 and is only being submitted as follow up no. 2. This follow up is to provide additional information.

Event description:
Additional information was received on may 24, 2018. Hemostasis was achieved and the blood loss was less than 250cc. The patient was stable and the procedure outcome was successful.